Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles, opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified opening crease sharp, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
The doctor reported bilateral rupture and capsular contracture grade IV. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
The doctor reported bilateral rupture and capsular contracture grade IV. This record relates to the right side. The device has been explanted.